Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 600 mg/dl with large ketones, the customer required assistance due to bg levels, and was at the endo office . Elevated blood glucose was addressed with a correction bolus via the pump, a supply change and a manual dose injection. The customer changed supplies and resumed insulin therapy.